Manufacturer narrative:
Other relevant device(s) are: product ID: 752. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31mm annuloplasty mitral band, it was explanted and replaced with a band of the same size and model. It was reported that, while implanting the first annuloplasty band, the handle and holder had separated, making the implant "challenging". No additional adverse patient effects were reported.